Event description:
A medtronic representative reported that, while in navigate in a cranial procedure, the camera stopped tracking as the surgeon was drilling burr holes. All instruments and the frame turned to red status. It was reported that the camera had not been moved from its original position. A re-boot of the navigation system returned normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Pt sex: patient gender not available from the site. A medtronic representative, following-up at the site, reported being able to replicate the issue after leaving the camera on and tracking for about an hour. Went into the ndi toolbox configuration utility and pulled event logs for the psu. Scu had no event logs. Rmas issued. Replacement I/o hub and cable shipped to site (B)(4) 2013. Cable was returned to manufacturer, unused. Replacement psu kit shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that psu had nicks and scuff marks all over. The marks were cleaned off, but a crack remained in the top of the rear housing. The event log had not recorded any significant bumps. The psu failed an aak test at .52 mm on a threshold of .35 mm. Electrical failure, failed diagnostic test, directly caused the event.